Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was noted on the right ventricular lead. Patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2019. The patient was in stable condition pre, during and post procedure.